Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away while wearing the insulin pump due to diabetes ketoacidosis and cardiac arrest. It was stated that the last glucose reading recorded in the blood glucose meter or the insulin pump was unk at the time. It was also mentioned that the customer had hypotension for the past two and half months. No further information was provided.